Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -18.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search was performed and one similar complaint was found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2015 excessive vaulting with significant reduction of indo-corneal angles was noted. Surgery is pending to explant lens and exchange for shorter lens. See MFR #2023826-2015-01171 for right (od) eye.

Manufacturer narrative:
Corrected information: patient age at time of event-previously listed as (B)(6). Should be (B)(6). Product has been returned. Additional information: problem description - on (B)(6) 2015, the lens was exchanged for a shorter lens. The problem was resolved. Device evaluation-product evaluation found that the lens was returned dry in the lens container. Visual inspection found clear surgical residue/debris on lens and the haptics torn/bent/broken. Dimensional inspection found the lens to be within specification. (B)(4).